Event description:
(B)(4). Cramping, bloating, weight gain, depression, anxiety, hair loss, joint pain, inflammation, heart palpitations, reflux, sob, blurry vision, headaches, brain fog, zapping head pain, gi issues, bladder leakage, loss of libido, thinning skin on abdomen and inner thighs, itchy rash and bruising on abdomen, dry itchy skin, bumps/pimples in hairline, boils on back/buttocks/thighs/abdomen, full feeling/pressure in abdomen, and severe fatigue.

Event description:
(B)(4). I forgot to add: memory loss!, night sweats, hot flashes, early menopause, degenerative bone loss, daily back pain, cystic ovary, removal of left ovary, dental issues, swelling of legs/hands/feet.

Event description:
(B)(4) and blood sugar issues.